Manufacturer narrative:
This device was returned and is now available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) popped upon insertion. Another mynxgrip was used successfully to complete the procedure. There was no reported patient injury. The device was stored and prepped according to the IFU. Additional information was requested but not provided. The device, along with additional sterile devices were not returned for analysis as previously expected.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The balloon of a 6/7f mynxgrip vascular closure device (vcd) popped upon insertion. Another mynxgrip was used successfully to complete the procedure. There was no reported patient injury. The device was stored and prepped according to the IFU (instructions for use). Additional information was requested but not provided. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation inside a clear plastic bag, in addition, two (2) sterile unused mynxgrip vascular closure device 6f/7f devices related to complaint handling (B)(4) from the same lot f2229403 were received for evaluation inside of its original box and sealed packages. The devices were unpacked to proceed with the product evaluation. Per visual analysis of the non-sterile unit, the shuttle was engaged to the black handle. The syringe was received with the device and the stopcock was found open. The sealant and advancer tube remained in the manufacturing position. The procedure sheath was not returned with the device. Additionally, the balloon was noted fully deflated. The shuttle cartridge and catheter were inspected for defects/anomalies which may have contributed to the reported failure. No defects/anomalies were observed. During the visual inspection of the two (2) sterile units, all the units reviewed were found with no anomalies. Per functional analysis leak testing was performed on the balloon of the two (2) sterile units and found no leak in the balloon. Pressure was maintained with proper functioning of the inflation indicator per the mynxgrip instructions for use (IFU). In addition, after the leak testing the balloon was able to deflate completely. Leak testing was performed on the balloon of the non-sterile returned device (mynxgrip instructions for use (IFU), lbl9288_4). The results revealed a leak in the balloon. Per microscopic analysis a longitudinal tear in the balloon of the non-sterile returned device was noted. In addition, the balloons of the two (2) sterile units were observed and no leak was noted in the balloons. Pressure was maintained. A product history record (phr) review of lot f2229403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (although unknown) may have contributed to the event as the presence of calcification is known to cause damage to balloons and a longitudinal tear was found during analysis. The sterile devices were not confirmed as they functioned normally. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d2, d4, g1, g3, g6, h1, h2, and h6 as reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) popped upon insertion. Another mynxgrip was used successfully to complete the procedure. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). Additional information was requested but not provided. The device was not returned for analysis. The product history record (phr) review of lot f2229403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, access site vessel characteristics (although not reported) and/or sheath condition factors (popped upon insertion) are possible since calcification/peripheral vascular disease (pvd) at the access site and/or a frayed/damaged sheath tip can cause damage to the balloon, resulting in a loss of pressure. According to the mynxgrip IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the information provided suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.